Event description:
The customer reported that there was a loud bang and then the main lift fell down. No harm was reported in relation to the allegation. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Several contact attempts were unsuccessful. A concrete root cause could not be determined. Although, no injury occurred as reported by the customer, if the report of main lift falling down by itself were to recur, it could potentially cause serious injury or death. Therefore, baxter considers this event reportable. Based on this, no further actions are required.

Event description:
The customer reported that there was a loud bang and then the main lift fell down. No harm was reported in relation to the allegation. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.